Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, there was a crack on the hub of a 5f judkins left (jl) 3.5 - long brite tip guiding catheter, and the device could not be used. There was no reported patient injury. The device was intended to be used in a percutaneous coronary intervention (pci) procedure. Additional information was requested but not provided. A non-sterile unit of catheter gc 5f 056 jl 3.5 lbt was received coiled inside a clear plastic bag and unpacked for evaluation. Visual inspection revealed a kinked/bent condition at the brite tip/distal tip, located approximately 1.7 cm from the distal end. No additional damage or visible anomalies were seen on any returned components. Dimensional analysis was conducted to verify the inner and outer diameters near the damaged area and results were within specification. Amplified hub images confirmed no visible damage or irregularities, including during syringe connection testing. The reported ¿luer hub-cracked¿ was not seen during the product evaluation. The device was returned with a kink to the distal tip and no damages to the hub. The exact cause of the reported event cannot be found. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a crack on the hub of a 5f judkins left (jl) 3.5 - long brite tip guiding catheter, and the device could not be used. There was no reported patient injury. The device was intended to be used in a percutaneous coronary intervention (pci) procedure. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.